Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacturing date and use before date cannot be determined. (B)(4).

Event description:
It was reported that during the removal of the catheter at implant, the catheter "presented problems" and partially fell apart, exposing the structural mesh inside the catheter. The catheter was removed and replaced. No patient complications have been reported as a result of this event.